Event description:
It was reported that this was a vessel closure of an unknown vessel using a proglide relative to an unspecified procedure. Reportedly, when the device was triggered, it failed. An unspecified method was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for evaluation. The reported failure to deploy could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. However, a foot separation was observed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to a needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract due to the circumstance of the procedure. The deflected needle likely struck the foot plate resulting in the foot separation. A portion of the posterior foot was separated and not returned. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added corrections: a3 - sex updated from ni to female. (This was noted to be missing from the initial report.) D1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated. E. Initial reporter first name, last name, title, occupation: updated.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a proglide relative to an unspecified procedure. Reportedly, when the device was triggered, it failed. An unspecified method was used to achieve hemostasis. Returned device analysis found a posterior foot break. The foot was not returned with the device. Follow-up with the site was performed; however, there was no response from the site. The location of the detached foot is unknown; however, there was no report of flow disturbances or patient effects that would suggest that the separated foot was left behind in the patient. No additional information was provided.